Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in impedance, decreased sensing, and high capture thresholds. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.